Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of an audio/beep anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen is black and white and flashes all the time. The customer stated that the switch is on and off with audio alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testing, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant flashing white light on the display and constantly beeping. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.